Manufacturer narrative:
The device was not returned to edwards for evaluation. In addition, a device history record (DHR) was not performed or required as there was no allegation of a device malfunction. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of vessels which may require intervention, is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. [Tt1] per the instructions for use for the edwards sapien valve, permanent or transient neurological events are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. Major risk factors for tia and stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, and race. In this case, it is possible that severe aortic valve and root calcification, sub-optimal imaging angle, and sub-optimal coaxial alignment of the delivery system contributed to the difficulty in crossing the native valve. Based on the autopsy results it appears that the root cause of the stroke is due to the aortic dissection that appeared to have migrated into the right carotid artery creating a severe stenosis. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards clinical specialist, 16 days post transfemoral transcatheter aortic valve replacement (tavr) procedure, the patient expired. Case summary: during the procedure the physician experienced difficulty crossing the native aortic valve with a rf3 delivery system. In order to troubleshoot, the physician opted to use a buddy balloon technique with success and the sapien valve was then able to be implanted in a 50:50 position, with zero pvl and zero ai noted. Post deployment tee revealed a non flow limiting aortic dissection in the ascending aorta. It was decided that the patient would be observed during her hospital stay and no intervention would be performed. Five days after being discharged ((B)(6) 2013); the patient was re-admitted to the hospital with chf. An echo at the time revealed that the dissection was still stable and not flow limiting. On (B)(6) 2013, the patient suffered an acute cva event. A repeat echo was performed that showed the lv was severely depressed. On (B)(6) 2013 the patient expired. The pathology report revealed the patient had suffered a massive stroke as a result of an aortic dissection that was thought to have occurred during the difficulty crossing the valve with the rf3 delivery system. The dissection appeared to have migrated into the right carotid artery creating a severe stenosis.